Event description:
Patient ECG module was not communicating with patient monitor. There was a broken e-port on the module.======================manufacturer response for monitor, physiological, module, carescape, pdm (per site reporter).======================yes, they have made repairs by replacing the e-port.